Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was removed because the patient's capsule was torn. Additional information has been requested but not received to date.